Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during groin dissection, the applier did not work properly, it was not clipping. The clips were coming sideways.